Manufacturer narrative:
The definitive root cause could not be determined. Investigation results indicate that the returned device functioned as intended.

Event description:
It was reported that during a cranial procedure, the perforator bit failed to disengage. It is unknown if there were any adverse consequences and delays as a result of this event. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit failed to disengage. It is unknown if there were any adverse consequences and delays as a result of this event. No further information was provided.